Event description:
It was reported that (1) atb45 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the surgeon was performing a laparoscopic gastric bypass on a pt. Upon firing the atb45 along the stomach, the surgeon waited twenty seconds before he released and opened the instrument. Upon release, the surgeon noticed blood spurting and shooting from the staple line across the screen. The surgeon was unable to gain control of the bleeding. A tlc55, tlc75 was open and the surgeon had to convert operation from laparoscopic to open.